Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, upon interrogation on (B)(6) 2016, the device had a battery impedance of 4.19 kohms and an estimated residual longevity of 30 months. On (B)(6) 2017, it had reached the elected replacement indicator (eri). The device was explanted on (B)(6) 2017 and was returned for analysis. Preliminary analysis showed that, based on available data, normal battery depletion occurred (based on hrs guidelines).

Event description:
Reportedly, upon interrogation on (B)(6) 2016, the device had a battery impedance of 4.19 kohms and an estimated residual longevity of 30 months. On (B)(6) 2017, it had reached the elected replacement indicator (eri). The device was explanted on (B)(6) 2017 and was returned for analysis. Preliminary analysis showed that, based on available data, normal battery depletion occurred (based on hrs guidelines).